Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. False negative result patient; no known impact or consequence to patient. An evaluation is in process.

Manufacturer narrative:
The concomitant information was inadvertently left out of the initial submission. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Testing was completed using a retained kit of the most recently expired lot 38100lf00 (expired 06 oct 2014). Clinical sensitivity testing of seroconversion panels met all specifications indicating that the lot is performing acceptably. Testing of the return patient sample (sid (B)(6)) was also performed with expired reagent lot 38100lf00, as used in the customer's laboratory and with an additional reference in date 2g22-25 reagent lot 45032lf00 and the customer's observation was repeated as (B)(6) results of 0.26 and 0.21 s/co were generated respectively. Therefore, additional reference testing was performed and (B)(6) results were generated for both alternate architect hbsag assay list 6c36 and axsym core list 7a41. The additional (B)(6) marker testing was performed in this case and the assessment of the profile for this patient indicates a true (B)(6) for (B)(6). Taking into consideration the test result profile for the patient sample, it is likely that the (B)(6) nat test is possibly false (B)(6) and there was non-specific reactivity on biorad hbsag ultra. Based on all available information and abbott diagnostics' complaint investigation, the assays performed as intended and no product deficiency was identified. See also manufacturing report 3008344661-2014-00036 and 3008344661-2014-00038 for the same issue documenting the different suspect medical device lot numbers.

Event description:
The customer observed (B)(6) results on the architect i2000 analyzer. The patient is a (B)(6) male blood donor, with 7 donations since 2009; vaccinated for (B)(6). The following data was provided: (B)(6) 2014 sid (B)(6) result (B)(6). The patient was found reactive on another method. There was no impact to patient management reported.